Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting beeping tones in response to a high out-of-range shock lead impedance measurement. It was also noted that atrial intrinsic amplitude was out of range. Boston scientific technical services (ts) discussed that impedance pattern suggested a patient-related issue and recommended further evaluation, including delivery of a commanded shock. This device remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating only one out-of-range impedance measurement was recorded. The field representative reported that the system would be monitored. No adverse patient effects were reported.